Event description:
45 yr old female w/history of recent esophageal variceal bleed returned to hospital for 2nd round of injection sclerotherapy. Esophagus was perforated during procedure. The physician performing procedure states length of tube is too short which makes esophageal perforation possible. Physician recommends redesign to lengthen barrel of endoscopic overtube.